Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a suction port abrasion was unable to be confirmed. During further device evaluation, the nozzle clog was able to be confirmed and is likely due to insufficient or incorrect reprocessing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had a clogged nozzle in which the material could not be removed, and the suction port was "abrased." The reported issue occurred prior to use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material lodged within the nozzle of the device; however, this material could not be further identified. It was noted that the material could not be removed, and this event was corrected via the replacement of the nozzle. There was no information provided to conclude evident misuse of the device by the user facility. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.